Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe stopper was stuck and medication could not be delivered as a result. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that the stopper was stuck and the hcp could not push the plunger rod."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe stopper was stuck and medication could not be delivered as a result. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that the stopper was stuck and the hcp could not push the plunger rod."